Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported issue, unexpected application error, was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of app version, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with a google pixel 6 phone with android 13 operating system,. The customer experienced an unexpected application error. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness. Further details of the medical event were not provided and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.